Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: investigation revealed corrosion and rust inside the battery compartment. The battery compartment was cracked in two places. A leak test was performed and failed due to a battery compartment crack. The pump was opened and no further evidence of internal moisture was found. Unrelated to the original complaint, the bolus button cover was punctured but the bolus button was responsive during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.